Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned device identified that the component had fractured into two pieces near the post. Gouges could also be seen on the edges of the component. Measured dimensions were conforming to print specifications. Review of the device history records and receiving inspection report identified no deviations or anomalies. This device is used for treatment. This lot was manufactured in february 2016, with an estimated field age of 6 months, and has been used in an unknown number of surgeries. Per the instrument/provisional use, care, and sterilization package insert, breakage can occur if implants are subjected to high loads or impacts. Instruments should be carefully inspected prior to use and should not be used if damage is noted that may compromise the function of the instrument. A definitive root cause cannot be determined but no product issue was identified.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.